Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not fully seated in the cart. The batteries still did not charge, and only worked on ac power. The fse installed a new power management board. While performing unrelated service, the power slot interconnect cable was cut. The fse replaced the cable. The unit passed all functional and safety tests

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery not charging. There was no patient involved.